Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that today they started having issues with their communicator stating that it didn't work anymore. The patient clarified that they plugged the communicator in to charge, and it was orange. The patient stated they unplugged it to use it (to bolus), and when they went to plug it back in, they weren't getting any lights on it, so they moved the cord around in the port to see if that would help, and no lights illuminated at all. Then the patient mentioned 'it sounded like something was rattling inside of the device,' and stated it was quiet when they picked it up, 'I kind of heard something when I shook it.' The patient stated the communicator had not been dropped so they did not know how that happened. The patient shook the communicator next to their phone and the agent overheard something loose and rattling around inside the communicator. A replacement communicator was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 11-jun-2025, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿charging port loose - rattling sound inside¿ and ¿tm90 recharging circuitry is damaged (l3)¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.